Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ" written by laurens koonen, md, lotte duit-van den belt, pa, kirsten veenstra, md, and gijs van hellemondt, md published by elsevier arthroplasty today made available online on 4 april 2020 was reviewed. The article's purpose was to discuss 3 cases of late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ. It is noted that 2 cases (case #1 and #3) involved depuy products and are captured in this complaint. In both cases, cement manufacturer of primary or revision is not identified. Case #3 is a (B)(6) year old (gender not identified) patient presented with persistent lateral knee pain and knee instability 8 years post revision of cr tka (lcs depuy primary knee construct) with non-depuy revision knee construct where lcs metal-backed patellar component was left in situ. Revision reason was for anteroposterior instability. Radiographic and CT assessment revealed signs of metallosis and knee was aspirated resulting in detection of black metal particles. Intraoperative findings extensive damage to femoral component and patellar, femoral and insert components were extracted and replaced with non depuy products.